Event description:
It was reported that 1 day after of implantation of an intraocular lens (iol) into the right eye (od), the patient presented with hypopyon, cell, and fibrin in ac. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon's opinion, the most likely cause of the event is the iol. The patient outcome is good, resolving with steroid use. The following medications were prescribed (for use at home post-operatively): moxi 0.5%-pred 1%-bromfenac 0.075% qid 1 week, pred 10mg 40mg, 30mg, 20mg, 10mg taper. Pf qh 1 week.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.